Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 125 units. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge successfully.